Manufacturer narrative:
Investigation summary: received one unused sample in opened packaging from lot number 9127899. The packaging was in good condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Upon visual inspection of the unit a spear through was identified in the catheter tubing. The noticed defect matches the description given by the client. Spear throughs can occur during manufacturing while the adapter is being loaded onto the grip and by the clinician if the catheter is reseated. Since the package is opened, I am unable to confirm the root cause of the reported defect. During manufacturing the following measures are in place to prevent spear throughs: once at the mid-stop, the cannula grippers open and retract, and the pick-and-place fully lowers. It then opens, raises and releases the pallet to cycle to the next station. During loading, air is blown onto the catheter to prevent a spear through from occurring. The bent needle vision inspects for cover spears or bent cannula inside of the needle cover. If a spear occurs, the part is counted as a reject and rejected during the next unload process. Challenges are run to determine if the vision system is accurately checking for spear throughs. Spear throughs are also extremely common when breaking adhesion and rotating the catheter hub 360 degrees. As the device was opened and possibly manipulated, I am unable to determine if user error or manufacturing was the cause for the defect. A root cause could not be determined however the defect of catheter tip integrity was confirmed.

Event description:
Material no. 381523, batch no. 9127899. It was reported that the bd insyte¿ autoguard¿ shielded IV catheter the plastic catheter tip is bent upward. The following information was provided by the initial reporter: department indicated that the plastic catheter tip is bent upward. No patient was involved.

Manufacturer narrative:
H.6. Upon further review, this complaint is not MDR reportable and should not have been reported. This was not a reportable malfunction, because it would not likely lead to harm or serious injury, and was filed in error.

Event description:
Material no. 381523 batch no. 9127899 it was reported that the bd insyte¿ autoguard¿ shielded IV catheter the plastic catheter tip is bent upward. The following information was provided by the initial reporter: department indicated that the plastic catheter tip is bent upward. No patient was involved.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 381523, batch no. 9127899. It was reported that the bd insyte¿ autoguard¿ shielded IV catheter the plastic catheter tip is bent upward. The following information was provided by the initial reporter: department indicated that the plastic catheter tip is bent upward. No patient was involved.